Manufacturer narrative:
Medtronic received additional information that the patient had two bioprosthetic valved conduits implanted. One was implanted in the main pulmonary artery, and the other was implanted in the pulmonary branch. Both products remain implanted and active. There were no products explanted. No adverse patient effects were reported. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Without the return of the product, medtronic is unable to determine the relationship between the product and reported outcome. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this 14mm bioprosthetic valve, the valve was explanted and replaced with a 12mm bioprosthetic valve. The reason for replacement was not reported. No additional adverse effects were reported.